Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the adhesive of the 4x4 island dressing is too strong, it pulls out the skin and his hair. Pt said "metro-pacifica island dressing" is too strong. The one "medical action industries" is good. No more information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).